Event description:
A malfunction alarm was reported with the code malf 12, and it was noted that no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The customer did not initially report the malfunction code within the past 24 hours, but was assisted by technical support in resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to contact technical support if the malfunction code appeared again, which the customer acknowledged and understood.